Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of photo number one and number three showed the product after treatment. Blood on the dialysate was observed on both photos. The reported condition was verified. Visual inspection of photo number two did not identify any abnormalities as only the label of the dialyzer was visible. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during treatment with two units of polyflux 140h, an internal blood leak was observed due to a break. There was no patient injury or medical intervention associated with this event. No additional information is available.